Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa (l2) of the left leg. Approximately 21.5 months post index procedure the patient had restenosis of left sfa which was treated approximately 1 month later with a deb. The investigator has assessed the event as probably related to the study device, no relation to the procedure or drug. Event is resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stenosis). Evaluation conclusion: known inherent risk of procedure (stenosis). (B)(4).